Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found c-body (distal end) issue, service repair noted the glue around the elevator mechanism lid and around the probe; the glue on the probe screws is not flush. Minor surface damage on the pink probe not exposing the glue underneath observed. In addition, leak check performed and found leak on a-rubber (insertion part). The customer reported issue could be confirmed. Furthermore, the following findings during inspection were noted: peeling on a-rubber glue (bending section) switch #1 toggle is defective and the rubber is cut insertion tube is loose and rotating the guide pipe joint is loose w-mouthpiece is loose and rotating with no moisture or corrosion. Play on control knob noted. Evaluation findings found leak and other mechanical/physical defects. The failures found confirmed the customer reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "air leak and other". The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found c-body (distal end) issue, the glue around the elevator mechanism lid and around the probe; the glue on the probe screws is not flush.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged glue likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.